Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during an axios cyst drainage procedure performed on (B)(6) 2020. According to the complainant, the handle was rotated as the device was luer locked to the scope. During the procedure, the physician attempted to deploy the first flange; however, the stent fully deployed. The stent was removed using forceps and another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Note: according to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: problem code 1484 captures the reportable event of stent prematurely deployed. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully deployed. The outer sheath was kinked and the kinked section was located approximately at 35cm near to the luer. The inner shaft was also kinked. The outer diameter of the catheter was measured and was found to be within specifications. No other issues with the stent and delivery system were noted. The reported event of stent premature deployment could not be confirmed. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the directions for use (dfu). The complainant reported that the handle was rotated as the device was luer locked to the scope. The dfu states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." However, the technique used by the physician rotating the handle incorrectly during the procedure does not have a relation with the reported event of "the stent deployed in one step", as there was no damage observed due to torsion which could have led to stent premature deployment. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure, and/or the interaction of the device with the scope, limited the performance of the device and contributed to the failure reported of stent premature deployment and the kinks observed on the inner and outer sheath. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during an axios cyst drainage procedure performed on (B)(6) 2020. According to the complainant, the handle was rotated as the device was luer locked to the scope. During the procedure, the physician attempted to deploy the first flange; however, the stent fully deployed. The stent was removed using forceps and another hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. According to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."